Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the bottom seal broken, the bottom case l-bracket screw inserts were ripped out and chipped, the top case had chipped corners and the right plunger case was cracked. A review of the event history log found a travel reverse error and check clutch plunger lever error. The errors were unable to be duplicated during functional testing. The cause of the physical damage was found to be impact induced, and the errors were believed to be customer induced by pressing plunger lever and extending plunger head during infusion. The top, bottom and plunger case assembly were replaced, as well as the lead screw, clutch spring and both clutch halves. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump had physical damage and system failure. No patient injury reported.